Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was without stimulation for more than 6 months. It was also reported the patient was unable to establish communication between his ipg and external devices. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported satisfactory stimulation therapy postoperative and the reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.